Manufacturer narrative:
Litigation papers allege the patient has suffered physical pain; disfigurement; anxiety, loss of lifes pleasures; gait and/or leg length discrepancy, weakness and giving way; knee and joint aggravation and injury; colitis and bowel injury; damage to the tissues and structure of the hip; inflammatory and lymphocytic response to metal on metal hip implant; synovitis; mechanical complications left total hip replacement; hyperactive synovium; bursal and joint scarring; metallosis; weakness; imbalance; chromium and cobalt toxicity and avascular necrosis as a result of the implantation with the asr hip implant. This complaint is under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4).

Manufacturer narrative:
Corrected: correction/removal reporting number. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Pt was revised to address metallosis and vertical cup position.